Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2022, it was observed that the nail device did not line up to the jig. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves one device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: a photo was received for investigation. Visual analysis of the photo revealed that there was misalignment between the jig and 04.043.230s, tib-nail ø10 l330. In addition to a photo provided by the customer, the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the edges from the inlays are not aligned with the edges from the tib-nail ø10 l330 and vertically movement was noted in the proximal end nail inlay. A dimensional inspection was performed for the tib-nail ø10 l330 and met specifications. In addition the pin 3.9 was used pass freely vertically. A functional test was unable to be performed due to mating device screw or jig were not received for evaluation. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tib-nail ø10 l330 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 04.043.230s, lot # 519p703a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.